Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Perforation or damage to vessels or cardiac structures may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In many cases, the patients¿ blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/injury. In this case, no description of the patient¿s anatomy was provided; therefore, it cannot be determined if co-morbidities or tissue fragility was present. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
This information was obtained from a case report in cardiovascular anesthesia vol. 22 no. 1 2018. According to the case report, obstructive shock due to cardiac tamponade was confirmed right after removal of a swan ganz catheter. It was reported that thoracoabdominal aortic surgery for an aneurysm was performed on a (B)(6) year old female patient with a history of mitral valve stenosis, paroxysmal atrial fibrillation and thoracoabdominal aortic aneurysm. On the first postoperative day, obstructive shock due to cardiac tamponade was diagnosed by bedside ultrasonography immediately after extubation of a tracheal tube and removal of a pulmonary artery catheter (pac). The hemodynamics recovered immediately after pericardial drainage. Intraoperative transesophageal echocardiography revealed no pericardial effusion. The report stated postoperative hemodynamics were stable and that cardiac tamponade was unexpected. Occurrence date is unknown. Patient status was defined as patient is doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.